Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified. The pump was visually inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the pump; however, the component did not pass activation test during the functional evaluation. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during a replacement surgery, the medical staff noted that the cylinders of this inflatable penile prosthesis (ipp) were not seating correctly as they were bulking. Upon inspection, a perforation caused during dilatation state was found; therefore, different cylinders were used to complete the procedure. No additional patient complications were reported.

Event description:
It was reported that, during a replacement surgery, the medical staff noted that the cylinders of this inflatable penile prosthesis (ipp) were not seating correctly as they were bulking. Upon inspection, a perforation caused during dilatation state was found; therefore, different cylinders were used to complete the procedure. No additional patient complications were reported.